Manufacturer narrative:
Of the two devices, two lot numbers were provided, and lot history reviews were performed. Of the two devices, one device was returned to the manufacturer for evaluation, however, another device was not returned. For one malfunction, the investigation is unconfirmed for the balloon rupture. For another malfunction, the investigation is inconclusive for the balloon rupture. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model u4150615rx pta balloon dilation catheter allegedly experienced material rupture. The information was received from various sources. Of the two malfunctions, both involved patients with no patient consequences. The (B)(6) year old male was (B)(6) kgs. The age and weight of another male patient was not provided.